Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v802321, implanted: (B)(6) 2011. Product type: lead. (B)(4).

Event description:
It was reported that six months prior to the report the patient lost a lot of weight. After losing the weight, the patient's symptoms went away and he turned off his device. The patient did not use stimulation for about six to eight months. However, the patient's symptoms came back three months prior to the report and were "extremely, terribly bad." The patient used the programmer a "couple days" prior to the report and it helped his symptoms. The patient had no accidents for two days at the time of the report. The patient reported that the stimulation felt like "electrocution," but felt good. The patient had an appointment scheduled with his health care provider (hcp) the month following the report. Additional information was requested, but was not available as of the date of this report.

Event description:
Additional information was received which reported that the patient was still having concerns regarding device or therapy but was working with his healthcare provider (hcp) or manufacturer¿s representative. An appointment date of (B)(6) 2013 was noted.